Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nsyte autoguard catheter shears. The following information was provided by the initial reporter: the clinical team are having issues with the sub the non-blood control insyte autoguard 24g # 381412. They keep needing to poke the kiddos. Ed: from my rounding, it seems this has been an ongoing issue. Each person's technique depending on their comfort level managing these angiocaths can impact the issues. Also, patient site location does contribute if it's placed in an area of bend. These catheters seem to be more flexible and less ridged which lends them to bending, kinking and sheering much easier.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381412 and lot number 3342323. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.